Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that when they got home from the hospital after their shoulder surgery, they noticed that it wasn¿t working, because it should be program 5, but it says program 4 and they are having an issue getting it to come up. They stated that they didn¿t change the program, nor did anyone else that they were aware of; they did not know how the program changed. When asked if the therapy was turned off prior to their surgery, the patient responded that they didn¿t know. Troubleshooting included reviewing programmer and communicator use, and how to change back to program 5. It was noted that the issue was resolved.